Manufacturer narrative:
(B)(4).

Event description:
This was a cardiac case to remove a rv lead in order to upgrade to a biv device. The lead was prepped with a lead locking device. The physician began lasing through some binding sites. Approximately one minute into the procedure the patient experienced a drop in blood pressure. A tee was done and the surgeon did a sternotomy to repair a tear in the apex of the right ventricle. The patient is recovering from the procedure. This report is being made against the lld, as it was the traction device used in the case.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.